Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; evaluation of delayed endoleak compared with early endoleak after endovascular aneurysm repair trong binh le, md, keun-myoung park, md, yong sun jeon, md, phd, kee chun hong, md, phd, and soon gu cho, md, phd https://doi.org/10.1016/j.jvir.2017.09.023. Average age, average gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were used in the endovascular treatment of abdominal aortic aneurysms. Adverse events noted; aneurysm rupture, reintervention, aneurysm enlargement.